Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported worsening mitral regurgitation appears to have been a result of patient conditions. A cause for the reported unspecified tissue injury could not be determined. The reported dyspnea appears to have been a result of the reported worsening mr. The reported patient effects of worsening mr, unspecified tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report worsening mitral regurgitation and tissue damage post mitraclip procedure. It was reported that this index mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with grade 4+. Three clips implanted reducing mr to 1+. Sometime in the beginning of (B)(6), the patient was admitted to the hospital with worsening mr, dyspnea and new chordae rupture. On (B)(6) 2021, an additional clip was implanted successfully lateral to the third clip, reducing mr from 4+ to 2+ and mean pressure gradient of 6 mmhg. The patient was satisfied with the pressure gradient of 6 mmhg and the patient was discharged in good clinical conditions from the hospital. No additional information was provided.